Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was reported to leak shortly after being introduced to patient. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Leak test failure. Eval summary: the analysis results found that the sleeve of the instrument was received in good visual condition. A leak test was performed and the instrument was noted to leak. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determin if further investigation is warranted. The sleeve does not have a batch number stamped, therfore, we were unable to check manufacturing records for any related non-conformances.